Event description:
It was reported that an app that stopped working was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).